Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 67 mg/dl and a snack was consumed to raise the bg to 94 mg/dl. The contact thought that the pump settings still needed to be adjusted and was closely working with a healthcare provider (hcp). The contact also thought that the insulin on board (iob) was not subtracted from the last bolus. Tandem customer technical support (cts) reviewed the pump history and confirmed that the pump calculated the bolus and correction bolus correctly. The contact understood the calculation explanation from cts. The contact was to discuss the low bg with the hcp.